Event description:
The facility reports the sling waist belt was not attached through the standing sling and with the resident's weight, the belt tore through the two slits in the fleece cover and the resident ended up on the floor with no injuries.